Manufacturer narrative:
E1: reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6). Reporting address line 1: (B)(6) hospital, (B)(6). D4: product UDI: the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed by the hospital equipment department. The results of the analysis indicate after they replaced the blood oxygen probe, the equipment resumed normal operation. It was confirmed they were using finger-tipped blood oxygen probe; however, no other information regarding the device could be obtained. Based on the information available in the case, the cause of the reported problem was confirmed to be the blood oxygen probe. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Customer reported that the intensive care unit (ICU) could not detect data on pulse oxygen. The device was in use on a patient at the time of the event, there was no adverse event reported.